Event description:
Surgeon inserted matrix polyaxial pedical screws in a 4-level thoracic construct for fracture stabilization. Within hours of the initial surgery, the patient complained she did not have feeling in her legs and the surgeon decided to remove the screws immediately. Five of the caps were removed easily with recommended techniques but three were very difficult to remove, stripped,and the caps had to be cut off so the pedicle screws could be removed. Surgeon replaced all pedicle screws, caps and rods part numbers unknown and re-directed the trajectory of the screws. Patient was reportedly recovering without any symptoms.

Manufacturer narrative:
No part or lot number of device provided, therefore no device history record review can be performed. Device not being returned for evaluation, no further evaluation can be performed. Device manufacture date not able to be determined without a lot number.